Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was not able to be successfully implanted, during the procedure this lead was kink due to tortuous anatomy, in addition the helix mechanism would not deploy. No adverse patient effects were reported.